Event description:
Information was received from a healthcare provider and a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the patient had been having problems since their ins was replaced. The patient described heating at the extension/electrode connection when stimulation was on, but not when stimulation was off. The patient felt "electrical peaks at the battery site" on certain test settings. It was noted that the patient was a mechanic and carried heavy loads. The patient was stimulated very high and therefore recharged very often. Impedances were measured and the ins was reprogrammed. There was no evident impedance issue. The patient's painful area was not completely covered and during adjustment the patient did not feel any heating or an "electrical peak." It was unknown if surgical intervention was planned. Additional information received from a manufacturer representative. It was reported that the patient wanted more stimulation coverage for their painful areas. It was also noted that the patient felt shocking at the ins site. The shocks were bearable and they felt discomfort in the form of electric discharge. The cause of the issues was not determined. The patient was provided with new programming and if the problem persisted, the surgeon would consider a revision of the system; the surgeon suspected a liquid leak.

Manufacturer narrative:
Concomitant medical products: product ID: 39565, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 39565, serial/lot #: unknown. Report source: the country of origin is france. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported that the representative contacted the doctor's office again on (B)(6) 2023 with proposals for new levels, but but was waiting for their return.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.